Event description:
Patient initially reported left side rupture and healthcare professional later reported left side exchange with no complaint against the device. Healthcare professional subsequently reported left side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported events rupture was received on march 03, 2025, with lot number 1189437. Based on the product analysis performed, the assessments of the complaints are: rupture: not observed. As per the investigation procedure, crease was observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient initially reported left side rupture and healthcare professional later reported left side exchange with no complaint against the device. Healthcare professional subsequently reported left side rupture. The device remains implanted.

Event description:
Patient initially reported left side rupture and healthcare professional later reported left side exchange with no complaint against the device. Healthcare professional subsequently reported left side rupture. Device has been explanted.